Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. Review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The submitted log file contained data from 15:55:25 on (B)(6) 2021 through 13:24:52 on (B)(6) 2021, per the timestamps. Transient elevations in pump power and flow were captured on (B)(6) 2021 and (B)(6) 2021, with values ranging from 9.5-11.1 watts and 9.4-12.0 lpm, respectively. These elevations appeared to be associated with pi events. Excluding the elevations, an overall downward trend in pump power and flow was observed throughout the course of the file. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2021 when the patient ultimately expired (related manufacturer report number 2916596-2021-07539). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection (local, driveline, and pump pocket), hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection and thromboembolism as potential late postimplant complications. Section 1 and section 6 of the IFU also outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Section 1 of the IFU also addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files revealed elevated power and flows that had since returned back to normal. The patient's elevated pump powers were due to high lactate dehydrogenase (ldh) and a possible thrombus. The patient was admitted with high ldh, bacteremia due to streptococcus gordonii and staphylococcus infections, upper gastrointestinal (gi) bleed, hematuria, and epistaxis. A transesophageal echocardiography (tee) was performed on (B)(6) 2021 with no evidence of vegetations. The patient was to continue on inotropic support with a dobutamine infusion and weaned as tolerated with close monitoring of end-organ failure. The patient was also on vancomycin and furosemide (lasix) drip and metolazone as needed. The patient's warfarin (coumadin) was held due to a supratherapeutic international normalized ratio (inr). Related manufacturer report number 2916596-2021-07121.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.